Manufacturer narrative:
(B)(4). There was no reported device malfunction and the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prox everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat an ectatic, eccentric lesion located in the proximal to distal left anterior descending coronary artery that was 70-90% stenosed. A 2.75x18mm and 3.0x28mm xience prox were both unable to cross the lesion due to the patient anatomy. Finally a 2.75x8 mm, 3.0x18mm and a 2.75x12mm xience prox stents were deployed at 16 atmospheres. A non-obstructive dissection was identified distal to the distal stent with no significant stenosis. The final result was good with timi iii flow distally; flow was unaffected. Patient was pain-free and was transferred to the critical care unit in stable condition. There was no clinically significant delay in the procedure. No additional information was provided.